Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left cavernous sinus to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into the non-penumbra microcatheter, the physician advanced the coil approximately fifteen centimeters through the hub of the microcatheter and then encountered resistance. Subsequently, the smart coil was unable to advance further and was retracted back into its introducer sheath. Next, the physician made another attempt to advance the smart coil into the microcatheter but the coil became stuck at the same location. The smart coil was then resheathed and another attempt was made to advance the coil into the microcatheter; however, this time, the smart coil became stuck inside its introducer sheath. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.